Manufacturer narrative:
The material safety data sheet (msds) was not reviewed. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced tubing from the low vacuum chamber to the rbc bath. The fse also replaced the tubing at the waste chamber drain. Per the fse e-mail, the source of the leak was a tube at the bottom of the vacuum chamber #10 (vc10) before pinch valve #68 (pv68). Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the liquid leak was a tubing at the bottom of the vacuum chamber #10 (vc10) before pinch valve #68 (pv68). (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported there was a leak on the coulter lh 500 hematology analyzer, at the red blood cell (rbc) vacuum isolator chamber, but could not find the source. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves. There was no report of exposure to mucous membranes open wounds. Medical attention was not sought. The customer did not come in contact with the fluid. There was no death, injury or change to patient treatment attributed or associated to this complaint. There was no impact to sample results as a result of this event.